Event description:
It was reported that the 2500 system would not boot prior to a case. No pt was in the room as the tech was setting up prior to a case.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the floppy drive in several areas. Functionality was well with the drive. Service rep determined the issue was a table main system board. The table main system board was not available. The customer will seek third party recourse.